Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure unk. The diagnosis and indication for the index surgical procedure? Unk. On what tissue was the suture used? Myometrium. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. Please describe any medical/surgical intervention required for this suture event including dates and results. Unk. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Needle issue. What is the patient's current status? Good. If applicable, will product be returned? If so, please provide the return date and tracking information. Yes. We will update this via note in ecm. What instruments were used to grasp the needle? Needle holder. Where was the needle grasped during use? The back third of the needle. Were x-rays performed to localize the needle fragment? Unk. What was the size of the broken needle fragment? Unk. Does the piece/device remain retained in the patient's tissue? -unk if the piece(s) were retained, where are they located/in what structure? Unk. If retained, were there any patient consequences? Unk. If retained, are there plans for removal of any remaining fragments? Unk. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. No. Was the post-operative care changed due to this event? Please specify. No.

Event description:
It was reported that a patient underwent a lap myomectomy on (B)(6) 2022 and suture was used. During the procedure, the needle was intact at pre-op check. The needle was broken intra-op when sewed unknown tissue. The surgeon looked for the broken tip by filming but failed to find. The procedure was prolonged about 30min. There were no unexpected outcomes or complications as a result of the prolonged surgery time. The current condition of the patient was reported as good and stable. No adverse patient consequences were reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4), date sent to the FDA: 9/23/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found h3 investigational summary: visual analysis of the returned sample revealed that it was received one open sample that pertain to product code vcp359h. In order to evaluate the condition of the returned sample, the swage and attachment area were noted to be as expected. The needle was intact and no anomalies, or issues related to breakage needle were observed during analysis. Functional test was performed, to needle by resistance and met the requirements. The event described could not be confirmed as the device performed without any defect noted. As part of quality process all devices are manufactured, inspected, and released to approved specifications. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ 275 g/m.